Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was complaining about pain in her right abdomen and chest pain. The customer had pneumonia and was hospitalized. Her blood glucose level dropped once she left the hospital. In may the customer experienced a low blood glucose level and was taken to the emergency room. On (B)(6) 2015 the customer was hospitalized again with a low blood glucose level. The customer passed out, was unresponsive, and was sweating profusely. Then the customer's father gave her glucose gel and she started to convulse. Customer's blood glucose level was below 50 mg/dl. She stopped using the insulin pump after receiving a motor error alarm. Customer's blood glucose level was over 600 mg/dl. The customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.